Event description:
T was reported by repair work order that the unit won't reach full load height. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.